Event description:
Patient requested explant.

Event description:
Patient requested explant as no longer uses the evoke spinal cord stimulation (scs) system. A full system explant occurred on (B)(6) 2023. No patient complications were reported.